Event description:
The customer reported non-reproducible cardiac troponin (accutni) results were generated on an access 2 immunoassay system for two patients over two days. This report is one of two and represents the non-reproducible accutni results generated for one patient on (B)(6) 2011. The initial accutni result was higher than expected and within the risk stratification range of the assay. Five repeat tests on the same instrument produced lower results, within the normal reference range, for four results and one elevated accutni result within the risk stratification range of the assay. A second draw of the patient, tested in duplicate, generated higher than expected results, within the risk stratification range of the assay. The second draw repeat results concurred with each other. The first draw, initial result was reported outside of the laboratory, and while there were no reports of adverse event or serious injury related to this event, it is unknown as to whether there was a change to patient management. No patient demographic information was provided by the customer. The customer did not identify any abnormalities with the test samples. Insturment assay quality control results were within customer established specifications during the timeframe of the event. No errors were posted the instrument event log in association with this event. The customer indicated that the patient involved had a history of unusual chemistry, hematology and blood bank results.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) performed a routine system check, and a fifty replicate accutni precision assessment. Both yielded acceptable results. A visual inspection of the analyzer components did not reveal any hardware issues. A definitive root cause for this event has not been determined to date. Associated mdrs: 2122870-2011-04647, 2122870-2011-04737.